Event description:
During coronary artery bypass surgery while on the pump, surgeon noted that the patient's blood was very dark. At the time fi02 was on 75% and the analyzer was reading 50%. Perfusionist verified that patient was being oxygenated and turned the blender up to 100%, analyzer reading was continuing to drop. Surgeon ordered an 02 tank to be set up which resulted in immediate improvement in oxygenation.